Event description:
The device was connected to a pt for a scheduled procedure. Reportedly the device would not discharge energy to a pt when the paddles transfer buttons were pressed. The device operator dumped the defibrillator charge and recharged the defibrillator. The pt was then successfully defibrillated.